Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) system exhibited low amplitude and oversensing, resulting in an inappropriate electrical shock. In addition, the patient indicated that they had received inappropriate shocks prior to this incident. Troubleshooting options were discussed and recommended. Currently, this s-ICD system remains in use and no additional adverse events have been reported.

Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) system exhibited low amplitude and oversensing, resulting in an inappropriate electrical shock. In addition, the patient indicated that they had received inappropriate shocks prior to this incident. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the s-ICD system was turned off and the physician decided to place a tv system. No additional adverse patient effects were reported.